Event description:
It was reported that an asymptomatic patient presented for normal follow up with post paced t wave oversensing. Device was reprogrammed and remains implanted.

Manufacturer narrative:
No medwatch form was received.